Event description:
In order to determine if strep test is negative or positive, you have to take too much time to read it. Positive results are not clarified in color. You can barely see the faint color triangle. It is hard to distinguish a positive strep. Strep test not designed properly. A positive test is triangle but the company's explanation states a faint color change (pink) with a negative bar sign is positive.